Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating the device turned off and did not alarm when the patient was having an asystole. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
The customer confirmed the device has a tray and double a batteries. The tray was changed and pins were cleaned. The rse requested they use duracell batteries. Once the customer changed batteries the issue was resolved. After the batteries were replaced, the unit returned to specification. After further investigation this complaint was reported in error, as this complaint is deemed not a reportable event with philips.